Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this right ventricular (rv) lead exhibited one out-of-range shock impedance measurement in (B)(6) 2025. Technical services (ts) was consulted and confirmed shock impedance is stable but high, and lead troubleshooting was recommended. No adverse patient effects were reported. This lead remains in service.